Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative(rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic it was reported that the patient was in the hospital for a repeated surgery for the ins and that it seems like the device was not working. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the cause of the repeated surgeries and device not working was not determined. The device was working, but it had moved and needed to be repositioned. The device was repositioned and, at that time, was turned off. During this time, the programs were deleted. It was reprogrammed by the rep after that, which resolved the issue.